Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the drive support cap was sticking out. The customer's blood glucose level was 8.7 mmol/l. The customer was advised that the device needed to be replaced; however the customer's device was out of warranty. Nothing was replaced or returned for analysis.